Event description:
(B)(4).

Manufacturer narrative:
No specific information about the prismaflex control unit was provided and no treatment data card files from the prismaflex control unit has not been provided. There is no data to reasonably suggest that the prismaflex control unit malfunctioned, caused or contributed, or may have caused or contributed, to the reported event.